Manufacturer narrative:
(B)(4). Additional information requested: why does the surgeon believe that a large ligaclip was caught in the jaws and dragged? Does the surgeon believe that the device malfunctioned in any way? Were any issues noted in regard to poor staple formation? What is the current patient status? Additional information received: the surgeon did not believe that the stapler or reload failed but speculated that a large ligaclip had possibly been captured in the jaws of the stapler and dragged or poked through the wall of the adjacent ivc. Ligaclips were being used throughout the case and had previously been used in the vicinity of the right hepatic vein staple line. The staple line on the specimen was noted to be complete and no staples appeared malformed. A large clip was seen to be in an unusual position, near where the ivc tear occurred. Upon inspection of the staple reloads, all of the blue staple drivers were in a raised (deployed) position, along the full length of the cartridges. Three photos were provided, reviewed and a revised detail of the photos showed three cartridges gst60w, that appear to be fully fired, the drivers are visible on all three reloads as if they fired as intended. Some staples can be seen over the cartridge deck, the staples are in proper b-form shape. One of the pictures shows tissue, two staples closing the tissue can be appreciated, and bleeding is observed. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an open right hemihepatectomy procedure, the stapler had been used, without issue, for 3 x gst60w firings on vascular ligaments, vessels and liver parenchyma prior to the ae occurring. During the fourth gst60w firing (to transect the right hepatic vein), the device fired as expected and knife blade returned as expected, upon opening of the stapler jaws, a spurt of blood was seen and significant bleeding commenced, it was noted that a tear had opened up in the inferior vena cava (ivc). Initial attempts to stem the bleeding failed and the ivc was digitally occluded, further anesthetic resources, vascular and upper gi surgery personnel were sought, within two to three minutes (before the requested resources and personnel were available) the patient went into cardiac arrest and chest compressions began. Two series of approximately five to ten-minute chest compressions, 1 x defibrillation plus blood resources, resulted in the patient being brought back to a stable condition. Approximately thirty minutes after the tearing of the ivc. The remaining attachments of the right liver were transected and the specimen delivered. Remainder of the case was as per normal. The surgeon did not believe that the stapler or reload failed but speculated that a large ligaclip had possibly been captured in the jaws of the stapler and dragged or poked through the wall of the adjacent ivc.